Event description:
During initial implant procedure, the set screw was unable to be tightened into the device header. A new device was successfully implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of loose or intermittent connection was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis revealed damaged rv septum and septum material in setscrew. The complaint is consistent with occurring due to septum material in the hex cavity not allowing setscrew engagement. Septum material in the hex cavity is consistent with having occurred during procedure. Electrical and mechanical tests performed including lead impedance and output verification did not identify any functional issues.